Event description:
Received feedback from a surgeon and nurses yesterday that the packaging for triathlon implants are now more difficult to open. Feedback and observation is now when the implant is opened and received by the scrub nurse they are unable to peel back the package to access the implant, instead the need to stab the paper peel back and rip open to get into the sterile implant is done.

Manufacturer narrative:
An event regarding user annoyance when opening triathalon blister packaging involving a triathlon baseplate inner blister packaging was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices and no packaging were returned for review. Visual and functional inspections were performed on the blister packaging of a sample triathlon baseplate. With regard to the outer and inner blisters, there are clearly identifiable features that would facilitate the peeling back of the tyvek lids from their corresponding blisters. Both the outer and inner blisters could be opened as intended. Medical records received and evaluation: not performed as there was no impact to the patient. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of packaging or photographs are needed to complete the investigation for determining a root cause. Visual and functional inspections of similar packaging indicated that the opening of the outer and inner blisters could be performed as intended. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices/packaging and / or additional information become available, this investigation will be reopened.

Event description:
Received feedback from a surgeon and nurses yesterday that the packaging for triathlon implants are now more difficult to open. Feedback and observation is now when the implant is opened and received by the scrub nurse they are unable to peel back the package to access the implant, instead the need to stab the paper peel back and rip open to get into the sterile implant is done.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown all triathlon implants. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.